Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that the automated impella controller (aic) had a controller error alarm. The aic was removed. There was no patient involvement.

Manufacturer narrative:
A.1 added information as it was inadvertently omitted from initial manufacturer device report number 1220648-2024-23251. A.2 age should have been left blank on the initial manufacturer device report number 1220648-2024-23251 as no patient was involved. A.3 revised as selection was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-23251. D.1 brand name and d.2 common device name were revised as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2024-23251. D.4 model number and serial number were revised as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2024-23251. E.2 and e.3 revised as selections were previously entered incorrectly on the initial manufacturer device report number 1220648-2024-23251. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-23251 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised MDR reporting contact email as it was entered incorrectly on the initial manufacturer device report number 1220648-2024-23251. H.6 codes 3221 and 2199 were entered incorrectly on the initial manufacturer device report number 1220648-2024-23251. Code 2645 was added.